Manufacturer narrative:
(B)(4). No sample was returned. Review of manufacturing records no abnormality was found. The 2 stiffness test (retention sample) result: within specification. The root cause for needle broken off was not determined. Device not returned to manufacturer.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in italy): needle broke - surgery